Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc yet. A good faith effort to obtain the information is in progress, but it was not available still.

Event description:
An arrhythmia, thrombosis, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. It was reported that during a pulse field ablation (pfa) procedure using a versacross access solution was used. The transseptal puncture was achieved and the faradrive sheath was advanced into the left atrium. Prior to inserting any additional devices into the patient, it was noted that their blood pressure dropped. A pericardial effusion was identified via intracardiac echocardiography (ice). A pericardiocentesis was performed; however, surgery was still called. In the lab a surgeon performed a pericardial window procedure, and a thrombus was removed from the pericardial sac. The ablation procedure was cancelled at this point and the patient was transferred to the intensive care unit for recovery. The device is not expected to be returned for analysis. It was noted that 'asystole compressions' took place at some point for the patient's complication, but it was not specified when this occurred.

Manufacturer narrative:
Due to additional information received, the fields b5 (describe event or problem) and f10 and h6 (patient codes) were updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
An arrhythmia, thrombosis, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. It was reported that during a pulse field ablation (pfa) procedure using a versacross access solution was used. The transseptal puncture was achieved and the faradrive sheath was advanced into the left atrium. Prior to inserting any additional devices into the patient, it was noted that their blood pressure dropped. A pericardial effusion was identified via intracardiac echocardiography (ice). A pericardiocentesis was performed; however, surgery was still called. In the lab a surgeon performed a pericardial window procedure, and a thrombus was removed from the pericardial sac. The ablation procedure was cancelled at this point and the patient was transferred to the intensive care unit for recovery. The device is not expected to be returned for analysis. It was noted that 'asystole compressions' took place at some point for the patient's complication, but it was not specified when this occurred. It was further reported that the physician does not believe that the versacross devices malfunctioned during procedure, nor contributed to the patient complication. A perforation was confirmed in the right atrium. No trace of the effusion was noted prior to the procedure. The patient was discharged.

Event description:
An arrhythmia, pericardial effusion and cardiac tamponade occurred. The procedure was cancelled. It was reported that during a pulse field ablation (pfa) procedure using a versacross access solution was used. The transseptal puncture was achieved and the faradrive sheath was advanced into the left atrium. Prior to inserting any additional devices into the patient, it was noted that their blood pressure dropped. A pericardial effusion was identified via intracardiac echocardiography (ice). A pericardiocentesis was performed; however, surgery was still called. In the lab a surgeon performed a pericardial window procedure, and a thrombus was removed from the pericardial sac. The ablation procedure was cancelled at this point and the patient was transferred to the intensive care unit for recovery. The device is not expected to be returned for analysis. It was noted that 'asystole compressions' took place at some point for the patient's complication, but it was not specified when this occurred. It was further reported that the physician does not believe that the versacross devices malfunctioned during procedure, nor contributed to the patient complication. A perforation was confirmed in the right atrium. No trace of the effusion was noted prior to the procedure. The patient was discharged.

Manufacturer narrative:
Correction to the first supplemental MDR, the fields b5 (describe event or problem) and f10 and h6 (patient codes) were updated.